Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 480cc box had labeling discrepancy. The device was reportedly ¿used¿. There were no reported patient consequences.

Manufacturer narrative:
A photo of the device was returned for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the width printed in the box was 12.5 cm for the sizer and 12.2 cm for the breast implant. According to manufacturing procedures, the difference in diameter between the sizer and the implant is within specifications. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).